Event description:
It was reported during a da vinci-assisted total hysterectomy with adnexectomy and bilateral sentinel node procedure, the tip cover came off intraoperatively twice when the instruments were withdrawn through the cannula. These were two separate tip covers. As soon as the team noticed the tip cover came off it was removed from the patient. The instrument was removed, and a new tip cover was installed. The customer stated the tip covers will not be returned as they were discarded.

Manufacturer narrative:
The tip cover will not be returned for evaluation as the customer stated it was discarded. Medwatch report (MFR report number 2955842-2025-14079) was submitted for the second tip cover that had fallen off during the same procedure.

Manufacturer narrative:
Additional information received: the monopolar curved scissors (mcs) tip cover accessory and instruments were inspected before use, and no abnormalities or unusual observations were reported. The tip cover accessory fell inside the patient while the surgeon was dissecting tissue and was retrieved using a fenestrated forceps instrument. The surgeon does not know why the tip cover slipped, and no functionality issues with the mcs instrument were noticed during the procedure. Additionally, the mcs instrument did not collide with other instruments during the surgery. The tip cover accessory appeared to be properly installed, with the orange surface covered but not beyond. The installation tool was used, and no lubricant was applied. No reducer was used during the procedure, and there were no difficulties in removing the mcs instrument or tip cover accessory. The instrument's wrist was straightened during removal, and the surgical staff did not encounter any resistance when removing it through the cannula. Following the incident, the surgical staff noticed a split at the transparent end of the tip cover but did not observe any other damage to the cannula or instrument. The procedure was completed robotically by replacing the tip cover. The mcs tip cover accessory will be sent back to intuitive for evaluation, while the mcs instrument is not available for return.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and the customer complaint could not be replicated or confirmed, although the tip cover was found with tears at the tip, the tip cover was tested on our in-house scissors instrument and did not came out easily. Additional observation not reported by site: the tip cover was found to have tearing at the mouth where the scissor tips exit. Tears are not axially aligned with the tip cover and measure from 6.23 mm in length. There are not signs of thermal damage present at the end of any tears as evidenced by charring/melting.

Event description:
Refer to h11 for follow-up information.